Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 1 p.m. The patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that 15 minutes prior to the alleged issues starting she felt "shaky, wobbly, dizzy and sleep," which she associated with a low blood glucose. The patient mentioned that she treated herself with food and/or drink. During troubleshooting the cca confirmed that the patient was using the correct test strips and that it was not the patient's first time using the subject meter. The cca noted that the subject meter would not turn on manually or with a test strip. The alleged power issue remained unresolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the reported symptoms started prior to the alleged issue starting. However, the complaint is being reported as a malfunction because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.